Event description:
Screw is missing from handle. Update: the screw fell out of the bottom of the handle. Case type / application: (B)(4).

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results -product evaluation and results: the device with handle disassociation or loose screw in handle of mics was reviewed and evaluated. No further product inspection is required. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required as the failure mode does not occur due to a manufacturing or process related issue. -complaint history review: the post market surveillance team analyses, monitors and collects complaint data based on a catalogue number and failure mode combination. If a trend is identified, the post market surveillance team will perform further investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.